Event description:
The patient reported his blood glucose measured 120 mg/dl at 8:45am and he took a normal bolus of long acting insulin. At 9:30am the patient was finishing a croissant and does not remember the next moments. He recalls emt's tending to him in his car and his blood glucose measured 40 mg/dl on the emt meter. He was given food, treated with an IV, and transported to the ER. He arrived at the hospital at 8:40am and his blood glucose measured 48 mg/dl. He was admitted overnight and treated with insulin injections. He was released from the hospital on (B)(6) 2019 at about 1:00pm.